Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional stating the infection was diagnosed on (B)(6) 2017 and the ins was explanted (B)(6) 2017. The patient was being treated with IV antibiotics at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported that the patient had a confirmed intracranial infection. No symptoms were reported and a specimen was sent for analysis. As an intervention to resolve the issue, the total ins system was explanted. There were no further complications reported or anticipated.